Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no similar incidents. The investigation determined that the reported difficulties were due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that two acculink stents, sizes 7-10x40 and 7x30, were implanted overlapping in the common and internal carotid arteries. The emboshield nav6 was distal to the acculink stents in the carotid artery. The emboshield retrieval catheter (rc) was inserted, but was unable to advance past the acculink stent. The procedure was prolonged due to the failure to advance the rc. Approximately 2.5 hours were spent trying to advance the rc. Additional heparin was administered to prevent thrombus during the prolonged procedure. The patient underwent surgery to remove the emboshield nav6 from the carotid artery. There was no damage to the acculink stents. The patient remained stable during the procedure and the surgery. No additional information was provided.